Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. The customer reported that the she was getting calibration error alert on the insulin pump. The customer reported that the sensor glucose was 42 mg/dl. Troubleshooting was performed to resolve the issue. The customer reported that she measured her blood glucose again and noticed that the blood glucose was 197 mg/dl at 1:30 am. At 10: 50 pm the blood glucose was 313 mg/dl and then dropped to 159 mg/dl. The insulin pump was not returned for analysis.